Event description:
The hcp reported that when stimulation therapy was turned on, there had been a loss of efficacy; the pt had experienced a lack of therapy control. Symptoms of tremor had returned approx six weeks prior to f/u with the pt. System interrogation revealed impedance readings were >2000 ohms on all or some of the unipolar pairs. The pt had experienced adverse effects at all settings. Reported parameters were c/0: >2000 ohms, at 10 microamps; c/1: 1297 ohms, at 12 microamps; c/2: >2000 ohms (microamps not reported); c/3: 1467 ohms, at 12 microamps. It had been determined via phone conference with technical support that other than high impedance values, the system was intact (telemetry data was not reported). The hcp reported that "these spells have never been exactly clarified diagnostically, it was thought she had some inflammatory demyelinating condition." The pt noted the side effects that she usually experienced and poor tremor control when she turned the stimulator on. The pt was in clinic in 2008, at which time reprogramming was performed at various settings. The device was subsequently programmed to a pulse width of 120 with the amps at 2-2.2. Per the hcp: "there is definite tremor improvement, but still inadequate." She gets temporary side effects only. "I can live with them." An MRI under the dbs protocol was ordered to rule out underlying illness as opposed to a malfunction of the dbs system; the MRI revealed no change in her demyelinating process. Xrays were taken with "no clear fracture of the circuitry." The pt was seen in clinic three days later, and multiple manipulations of the settings of the system were tried. On several occasions, the pt would note improvement in her tremor for up to ten mins with side effects consistent with facial paresthesias which were tolerable. The system was finally programmed at bipolar 1 negative 3 positive with a pulse width of 120, amps of 3.6 and a rate of 185. Per the hcp: "perhaps the fact that she is not responding is consistent with the fact that this is not a central tremor. Rather, it is probably a cerebellar outflow tremor." The pt was scheduled to follow-up in two weeks.

Manufacturer narrative:
.